Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead revision. It was noted that the rv lead exhibited noise oversensing. The lead noise was reproducible via isometric tests. The physician elected to explant the rv lead and replace it with a new one. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located on the at the proximal region of the lead which is consistent with friction to another device or patient anatomy. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage.